Event description:
Review of in house programming history for this vns pt's generator, revealed an interrupted system diagnostic test performed on (B)(6) 2005 and there was no final interrogation done on that date to verify the proper settings prior to the pt leaving the office. The device was initially interrogated on (B)(6) 2005 with the following settings: 2.75ma/30hz/130usec/14sec/0.5min, magnet; 3ma/130usec/60sec. The next time the device was interrogated was on (B)(6) 2005, where the device was found to be set to: 0ma/20hz/500usec/30sec/60min, 0ma/500usec/60sec, settings indicative of an interrupted system diagnostic test. The device settings were not changed on this date. The pt was seen next on (B)(6) 2005 where interrogation still showed the device was set to 0ma, the device was then programmed to 2.75ma/20hz/500usec/14sec/30min, 3ma/500usec/60sec.

Manufacturer narrative:
Analysis of programming history.